Event description:
During an in-clinic follow-up, oversensing episodes due to myopotentials were observed on the device. Technical support was contacted for recommendations to resolve the event. The device was then reprogrammed and the patient remained stable.